Manufacturer narrative:
The device history records are being reviewed. The sample has been received and is being evaluated. The investigation is currently underway.

Event description:
It was reported that after treatment and upon retracting through the introducer sheath, the pta balloon separated and almost detached from the catheter. The balloon was removed with the introducer sheath. There was no report of injury to the patient.